Manufacturer narrative:
According to the customer, the leg bags "vacuumed shut" causing "no urine drainage". The customer reported the individual required and emergency department visit for "urine retention". The customer reported an additional foley catheter was placed and "they did well after the ed visit". The customer did not report any serious injury. Sample requested for return evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the leg bags "vacuumed shut" causing "no urine drainage".